Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that a jejunojejunostomy anastomosis was performed with ecr45w when laparoscopic gastrectomy was performed on november 27th. At the time of the anastomosis, the stapler fire proceeded without any problem, but the staple formation was problematic because the stapling was not correct at the last fire of the common hole. No patient consequence reported.

Manufacturer narrative:
(B)(4). Per photographic evaluation: three photos were provided. The three pictures show tissue with staples on it. The staples can be seen not completely formed. Based on the photos reviewed the event describe is confirmed.